Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. A photo of the device has been provided to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port was placed on the right side of the ij (internal jugular). It was reported there was difficulty infusing the port. An ultrasound was performed and it was found that the catheter had broken at the lock. Another procedure was performed to cut the catheter and reconnect it to the port for continued use. There was no reported patient injury.

Event description:
It was reported that the port was placed on the right side of the ij (internal jugular). It was reported there was difficulty infusing the port. An ultrasound was performed and it was found that the catheter had broken at the lock. Another procedure was performed to cut the catheter and reconnect it to the port for continued use. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the sample was not returned for evaluation; however, two electronic photos were provided for review. Based on the photo review, a port body and cath-lock can be identified. However, no catheter is attached to the port body. Additionally, what appears to be a segment of blue catheter tubing is visible; however, the photo is of low resolution and specific details of the tubing segment or septum are not able to be distinguished. Therefore, a determination of possible damage or telltale signs of the observed condition could not be determined. The investigation is inconclusive for catheter break as the sample was not returned for full evaluation and the photo review did not provide substantial evidence for confirmation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include flexural fatigue, over-pressurization, and sharp instrument damage; however, the lack of a returned sample and limited photo evidence prevented identification of a root cause(s). Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 03/2019), PMA/510k. (Result, conclusion).